Event description:
It was reported that this patient was just implanted with a pacemaker system. One day post operative, a lead safety switch (lss) was declared which switched the pace sense configuration from bipolar to unipolar due to high out of range right ventricular (rv) pacing impedance measurements measuring, greater than 2,300 ohms. It was noted that thresholds went from 0.6v to 1.2v in one day and the right ventricular automatic threshold (rvat) test was found to be greater than programmed amplitude or suspended. Additionally, there was low amplitudes. The patient was pending a chest x-ray. The patient was discharged, and the plan is to continue to monitor. Review of remote data found impedances did come down however, thresholds were up. At this time, the system remains in service. No adverse patient effects were reported.